Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34, (lot: 0012425597); product type: 0195-heart valves; product ID: d-evolutfx-34, (lot: 0012472513); product type: 0195-heart valves; implant date: (B)(6) 2025; explant date: (B)(6) 2025, select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, an infold occurred at approximately 65% deployment, and under-expansion was observed. Subsequently, transthoracic echocardiography (tte) was performed which confirmed the under expansion of the valve. The valve was withdrawn, and the procedure was completed using a new valve, delivery catheter system (dcs), and compression loading system (cls). It was noted that a misload may have occurred prior to the initial deployment attempt. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: the patient¿s executive summary was provided for anatomical review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a2 a4 b5 continuation of d10: product ID gwbc30 (lot: n/a); product type: guidewire; product ID 18 french sentrant sheath (lot: n/a); product type: introducer sheath; product ID crystal balloon (lot: n/a); product type: dilation balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a confida guidewire and 18 french (fr) non-medtronic introducer sheath (sentrant) were used during the procedure. The patient was predilated with a 25 x 50 non-medtronic balloon (crystal) and was rapid paced at 180. The balloon and introducer sheath were removed and the valve was inserted.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in a bag in its original jar, fully submerged in an unknown clear solution. The valve exhibited discoloration consistent with blood contact. The valve was received in a compressed state. All leaflets are slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. All leaflets appear wrinkled or creased along with frame imprints, showing evidence that the valve set in a crimped position for an unknown duration of time. All leaflets are intact. Leaflets l3 and l2 were partially in an open position. L1 was in a closed position. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The valve was submerged in a warm (approximately 37 °c) saline bath to expand the frame. The valve was placed in a cold saline bath to perform a deployment simulation as per the instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. The c-paddle was a little off. The capsule was advanced, covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no in-fold was noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No in-folds were noted during the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 additional codes image review: three media images of the event above were provided. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. There is no documentation that a new valve was loaded so it is assumed the misloaded valve was attempted to be implanted. During the valve deployment attempt, an infold was evident in two projections. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile comp onents must be used. It was reported that the valve was recaptured, and a new valve was used to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, a misload was observed visually under fluoroscopy after analysis of the infolded valve in the patient. Overlap to node 4 was observed. The infold occurred during the first implant attempt and the valve was recaptured once due to the infold. A procedural delay resulted from having to prepare a new valve. Per the physician, calcification in the aortic annulus contributed to the valve infold.